Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, it was noted that left ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2022. The patient was stable.